Event description:
It was reported that the pump battery would not charge despite trying different wall outlets and adapters. There was no reported adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, confirmed the customer¿s warranty and shipping details, and instructed the customer to use multiple daily injections as backup therapy. The problematic pump was to be returned to tandem using a pre-paid label and return box provided within ten days.